Event description:
The customer reported that the locking buckle does not click shut on the restraint. The customer reported that they have used the product five times on different patients, however, it appears to look new. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).